Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the tortuous and calcified right coronary artery (rca). As the physician was trying to track down the stent to the lesion, a stent strut lifted up. The procedure was successfully completed with the placement of two taxus liberte stents and a non-bsc stent. No patient injuries or complications were reported. Patient condition listed as "fine".

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / or procedural factors. (B)(4).